Event description:
It was reported that there was noise on the right ventricular (rv) lead channel of this implantable cardioverter defibrillator (ICD) system. There was oversensing that resulted in an inappropriate mode switch. It was noted that patient was seen in clinic and physician reprogrammed the device and turned off tachy therapy. Technical services (ts) provided device operation troubleshooting. No adverse patient effects were reported. Currently, this ICD remains in service.